Event description:
Vague report of account experiencing 3 incidents of non-delivery with flo-gard 6201 infusion pumps during clinical use. No additional clinical details were able to be obtained. No pt injury was reported.